Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician, there were no complications noted with the implantation procedure and there were no documented patient complaints or objective findings. All other information, including the patient's current condition, is unknown and unavailable.